Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented with an intra-abdominal bleed. The patient was transfused with 1 unit of packed red blood cells (prbc). No additional information provided. Additional information was requested but not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information it was reported that the patient presented to the clinic for a follow up on (B)(6) 2018. The patient reported of feeling fatigue and dizzy for the past three to four weeks however denies black stools or fresh blood in stools. Upon admission, the patient¿s hemoglobin was 6.8 and was admitted in the setting of symptomatic anemia for blood transfusion and gastrointestinal bleeding (gi) evaluation. The source of bleeding was not confirmed however; the patient was extensively evaluated and a capsule endoscopy performed in december showed possible angiectasia in stomach. The patient underwent a push enteroscopy on (B)(6) 2018 and the results reported no convincing suspicious abnormal uptake changing in position and increasing in intensity within the abdomen and pelvis to suggest acute gi bleeding. Patient was maintained on heparin drip and was started on warfarin without evidence of significant gi bleed. Patient currently discharged improved on 1(B)(6) 2018 with no active signs of bleeding.